Event description:
The customer reported the intermittent video problems with the left monitor. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the interconnect cable and lemo receptacle. The system operates as intended.